Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. The field service engineer (fse) found that the magnet was missing from the inseparable latch and replaced the latch, which resolved the issue. The fse tested the drawer in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.